Event description:
Dropsafe syringe and safety needle 3 ml syringe 32g x safety needle. Lot 0323250009, exp 12/01/2025. While the ma was administering the pfizer covid 19 vaccine, she heard a pop and as she went to pull the needle out of the patient's arm, the needle still attached to the hub, had left the syringe. We fond that the flange on the needle that threads into the syringe is so slight, it does not keep the needle threaded securely. In addition, when you try to tighten the needle into the syringe, it backs itself out. All of the vaccine was administered into the patient, though both he and the ma were shocked to see that the needle remained in the patient's arm. The ma pulled the needle out and disposed of it without injury to herself or the patient. FDA safety report ID # (B)(4).